Event description:
Diagnosis with fusarium eye infection in right eye. Culture of ulcer and contact lens case grew the fungus, significant scarring and irregular corneal shape has occurred, patient developed ulcer after corneal abrasion, but infection came form contact lens case.